Event description:
Per the circulating rn, a 3m universal electrosurgical pad was applied to the patient's right upper arm. After connecting to the erbe 300, it failed to turn green. The second 3m pad was applied to the patient's upper shoulder with the same results. A covidien valleylab adult patient return electrode pad was then applied to the patient right flank with a positive result. The 3m cautery pads were not sequestered by staff and were disposed.